Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the surgeon observed that the hemopro device continued to coagulate with the jaws opened. The energy is suppose to stop delivering when the jaws are opened. The surgeon chose to use the same device to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the tri-heater wire assembly on the hot jaw was burnt. The hot and cold jaw boots showed signs of heavy damage (torn/melted). Portions of the hot and cold jaw boots were missing. The device was connected to a reference power supply and d.c. Extension cable. The center conductor on the tri-heater assembly glowed red with the jaws open even though the device had not yet been turned on by the handle switch. Resistance measurements of the microswitch outer terminals within the handle confirmed the switch was defective. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.